Event description:
It was reported that the patient reported that an infusion set fell off during use on (B)(6) 2026 and it has been in use for few hours.

Manufacturer narrative:
MDR 3003442380-2026-37906 / initial 3 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.